Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for (B)(4) hours with no delivery issues. The pump correctly calculated the remaining insulin reading during investigation. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The pump cover was opened and there was evidence of moisture damage observed on the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that when pump gets to 50 units or less, the blood glucose (bg) rises to 300-400mg/dl range without symptoms. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The reporter stated that they change cartridge every three days or changing cartridge more often recently to keep units in pump above 50 units. The reporter stated that they change site setup and the bg goes back to normal. The reporter confirmed no power loss. This report is made based on the allegation of the history settings issue.